Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h2, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) years since the subject device was manufactured. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that a stain remained inside light guide lens. The light guide lens glue peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the light guide lens and caused corrosion. Since the foreign material was not on external surface of the device, it could not be removed by reprocessing. The suggested event is detectable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope light guide lens was stained. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.